Event description:
It was reported an angio-seal was deployed following a percutaneous procedure in preparation for a total joint replacement. Aortic stenosis was diagnosed. Approximatly two hours later, the patient developed absent pulses; an ultrasound revealed right femoral stenosis with a decrease in their ankle brachial index on the right. The patient as anticoagulated using heparin. Under general anesthesia, an incision was made just above the arterial puncture site. It was apparent when viewing the artery, a dissection had occurred secondary to the catheterization. A hematoma was present in the wall of the blood vessel. The angio-seal device was identified going in the right anterolateral aspect of the wall of the blood vessel. The angio-seal device was identified going in the right anterolateral aspect of the femoral artery just above the femoral bifurcation. The patient was bolused with heparin 5,000 units; the angio-seal device along with thrombus and the disrupted intima were removed. The artery was repaired with suture and a hemashield dacron patch. Pulses were noted to be good and the would was irrigated using an antiobiotic solution and suture closed. A dressing was placed. The patient tolerated the procedure well. The postoperative diagnosis state right femoral stenosis following cardiac catheterization secondary to femoral atery dissection and and intraarterial deployment of the angio-seal device. Estimated blood loss 250 cc. And urine output 500 cc.